Event description:
It was reported that the oxygenator had a whistling sound after interrupting centrimag support and being switched to new hospital equipment. The oxygenator performance (flow, gas exchange and delta p's) was all appropriate and the site opted not to change out the oxygenator and continued with the transport. Support was continued and the whistling eventually stopped. There was no consequence noted to the patient.

Manufacturer narrative:
Section a2/a4: patient age/date of birth and weight was not provided. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.